Manufacturer narrative:
Patient city: (B)(6). Patinet country: turkey. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. Complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code soft cannula bent/kinked/crimped after removal -blockage additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high-level investigation was conducted for the minimed quick set product family and the assigned malfunction. The investigation included an electronic quality management system (eqms) search, assessment of complaint trends, and review of relevant risk management files. The assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. Therefore, a corrective and preventive action corrective and preventive action (CAPA) 2537337 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. Please refer to the attached memo for full investigation details: minimed quick-set cannula. Enclosure 1: electronic quality management system (eqms) search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) plan determination: based on the investigation, a corrective and preventive action CAPA 2537337 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. No additional actions are required at the individual complaint level at this time. The complaint record will be closed and continue to be monitored through routine tracking and trending perwork instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion: due to the absence of a lot number and returned product, the investigation was limited to a high-level review of the minimed quick set product family, including an eqms search, complaint trending, and review of applicable risk management documentation. Complaint trending for the product family indicated an elevated rate for the referenced malfunction, prompting initiation of a CAPA to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. No further action is required at the individual complaint level at this time. The record will be closed with continued monitoring through routine tracking and trending per (B)(4) (monthly trips and alerts). The record may be reassessed if additional information becomes available.

Event description:
Reference number (B)(4). Event occurred in the turkey. It was reported that the patient experienced a bent cannula event on (B)(6) 2025. The blood glucose level was 500 mg/dl, and ketones were reported as high. The patient experienced symptoms of tiredness, weakness, and feeling sick. The patient required hospitalization for less than 24 hours, where insulin was administered via serum. The event resolved after treatment. No further information available.